Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. No compromised force sensor system alarms were noted. However, the pump was unable to prime during the prime test and the pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarm. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corners, a cracked lcd window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 293 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.